Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that a crack appeared in the route (blue) near the suture wing, making the red route unusable. It was reported that flushing caused leakage. A new catheter was placed. There was no delay in treatment or any patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 5fr dual-lumen groshong nxt was returned for evaluation. An initial visual observation revealed some use residue in the sample. A needleless injection cap was present on both luer adaptors. A functional testing of flushing the catheter with water using a 12ml syringe was performed. A leak was observed just distal to the molded joint when the red lumen was flushed. No water was seen flushing through the distal valve, suggesting an occlusion within the catheter. A microscopic observation revealed the split was c-shaped. The fracture surface was mostly granular and smooth and a significant amount of biological residue was observed near the distal valve. Additionally, tensile weakness was observed in the vicinity of the split. These findings were consistent with over-pressurization (burst) damage due to flushing against an occlusion. This complaint will be recorded for future trending and monitoring purposes.